Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Device has not yet triggered elective replacement indicator (eri), noted most recent battery measurement on (B)(6) 2015 was 2.87volts with an estimated remaining longevity of 4.3 months (minimum) to 8.6 month (maximum) and left ventricular (lv) lead outputs of 6volts at 1.5milliseconds programmed. (B)(4).

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered premature battery depletion due to lead programmed output settings. The ipg remains in use, and no patient complications have been reported as a result of this event.